Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was eventually withdrawn completely without achieving the expected indication. There was no reported patient injury. The loop was able to catch onto the vessel with no change observed in the indicator window. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The physician advanced the device slowly and waited for the indicator windows to confirm that the anchor loop was positioned against the arterial wall. The exoseal vcd and unknown sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device was also attempted to be deployed outside the patient¿s body. The procedure used an antegrade approach and was interventional. The patient was fine post-procedure. The device was stored properly and opened in a sterile field. The operator was trained on the device, and the exoseal vcd was prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery's suitability, including sheath insertion angle, was verified by angiography, and the vessel diameter was confirmed to be =5mm. No calcium, plaque, or stent was present near the puncture site, and the site had not been closed with any closure device or manual compression within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. Two (2) exoseal vascular closure devices 5f involved in the reported complaint were returned for investigation, consisting of one non-sterile unit and one sterile unit. Visual inspection of the non-sterile device showed that the deployment lever was not depressed, while the guard was received not locked. The plug was found in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned and was found inserted on the device. The indicator window was received in the black/white position. No additional anomalies were observed during this visual analysis of the non-sterile unit. In addition, visual inspection of the sterile device showed that the deployment lever was not depressed, while the guard was not locked. The plug was found in the its manufactured position, and the indicator wire was found not deployed. The indicator window was received in the black/white position. No additional anomalies were observed to be reported during the visual inspection of this unit. For the non-sterile unit, a deployment simulation evaluation was conducted. Since the guard was received not locked, an attempt to lock the guard was performed and was successful to proceed with the test. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. For the sterile unit, a deployment simulation evaluation was conducted. Since the guard was received not locked and the indicator wire was found not deployed, an attempt to lock the guard was performed. After the guard was successfully locked, the indicator wire deployed as expected. Subsequently, the indicator wire was pulled to achieve the black/black position in the indicator window, and the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of both the non-sterile unit and the sterile unit. During this analysis, no abnormal conditions were observed to be reported on either unit. The reported event of ¿indicator window no change to indicator¿ was not observed on both non-sterile and sterile returned devices, as the functional analysis demonstrated full window transition and successful plug deployment in each device respectively. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The device was eventually withdrawn completely without achieving the expected indication. There was no reported patient injury. The loop was able to catch onto the vessel with no change observed in the indicator window. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The physician advanced the device slowly and waited for the indicator windows to confirm that the anchor loop was positioned against the arterial wall. The exoseal vcd and unknown sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon device removal, the indicator wire loop was deployed and showed no anomalies. The device was also attempted to be deployed outside the patient¿s body. The procedure used an antegrade approach and was interventional. The patient was fine post-procedure. The device was stored properly and opened in a sterile field. The operator was trained on the device, and the exoseal vcd was prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The femoral artery's suitability, including sheath insertion angle, was verified by angiography, and the vessel diameter was confirmed to be =5mm. No calcium, plaque, or stent was present near the puncture site, and the site had not been closed with any closure device or manual compression within the prior 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Other procedural details were requested but were not provided. The device used, and a sterile device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.